Event description:
The device was used during a "lar" procedure. Reportedly, the staples were missing. The surgeon performed an unintended colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.